Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a lead warning that had occurred. There was also oversensing on the right ventricular (rv) lead. It was noted the insulation breach has progressed to where the lead is producing a non-physiologic signal when the lead flexes with each heartbeat. The lead remains in use. No patient complications have been reported as a result of this event.